Event description:
"On or about (B)(6) 2006," monarc subfascial hammock was implanted to treat for "stress urinary incontinence and/or prolapse." Plaintiff's attorney alleged "plaintiff subsequently developed significant injury, including but not limited to, one or more of the following injuries: pain, infection, worsened incontinence, urinary problems, dyspareunia, and erosion." It was reported that, "plaintiff underwent surgery on (B)(6) 2006 as a result of these complications" are continuing and require ongoing medical care." Also alleged, "plaintiff has suffered, and will continue to suffer, pain, disability, impairment, loss of enjoyment of life, inability to engage in chosen and necessary activities," and other losses.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.